Event description:
Nurse responded to alarm of machine and saline flush bag was replaced. Machine was reset to process and rn left room. Within 10 minutes the machine was leaking blood from the bottom of the unit and smelled like smoke. Machine shut off. Unit not able to be used and blood had to be disposed. Review by clinical engineer found liquid penestration. Likely user error - top of container broke, likely when arm closed. Potential for repeat occurrence with design of equipment?